Event description:
It was reported that the procedure was performed in the circumflex artery (cx). The 5.0x15mm trek balloon dilatation catheter (bdc) was being advanced when resistance was met with the guide catheter. The device never exited the guiding catheter and was never inflated. The balloon was removed, and resistance was met with the guiding catheter. The tip of the balloon was noted separated but remained in the guiding catheter. After removal, the guiding catheter was flushed and the tip came out, confirming that nothing was left in the patient. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.